Event description:
It was reported that noise was seen on the right ventricular channel. Twelve episodes were recorded between (b) (6 2009 and (b) (6 2009. Lead fracture was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.